Manufacturer narrative:
(B)(4). The insulin pump was received with a pump error 38 alarm during rewind due to jammed motor gear box. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify insulin flow blocked alarms due to pump error 38 alarms. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a insulin pump error and no delivery. The customer stated that they were able to clear alarm. Customer was able to complete insulin pump rewind. Fill cannula was not completely recorded in daily history. The device will be returned for analysis.